Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the unit was not reading co2 correctly. The user tried to swapped out lines and tried to get co2 readings. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: d3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the unit had a damaged housing and password was reset due to not knowing the password, serv could be entered in the password section to set the password to the desired entry. The issue was resolved by replacing the defective co2 board. It was reported that the unit was not reading co2 correctly. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected unreported conditions: defective chassis kit, battery, and internal battery. The most likely cause for these additional conditions were traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.